Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that the valve has a blockage. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, deposits were found in gav 2.0. Results: based on our investigation results, we can determine a clogging of the gav 2.0. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as organic matter, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx214t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation.